Event description:
During the procedure, when removing the catheter, the physician noticed a foreign body on the electrode. The physician was unsure if the body was plastic or char. The foreign body appears to be char formed after ablation. The catheter was removed as the physician wanted to insert a lasso catheter. The irrigation and the operation of the electrode were not disturbed before finding the foreign body.

Manufacturer narrative:
(B)(4). It was reported that the physician noticed a foreign material on the electrode at the end of ablation. According to the physician, the irrigation and the operation of the electrode were not affected and the device was performing to specification. In addition, the catheter was removed in the middle of the procedure because they wanted to use another catheter; it was then when they found the foreign material. Furthermore, the foreign material was not present or observed by the physician prior to the use of the catheter. Once the catheter was received at bwi, a visual inspection was performed and was found a light stain on tip dome that appeared to be blood. The foreign body on the catheter was not returned, and the customer did not know if the foreign body was char or plastic. The stain found on the tip could not be further analyzed since the stain was only a light mark on the tip. The catheter was tested and flow patency, cool flow pump and electrical tests were performed. The catheter passed all the tests and performed as designed. All catheters are 100% inspected before packaging to assure products meet all applicable specifications and quality criteria. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition was not confirmed.

Manufacturer narrative:
(B)(4).